Event description:
Customer stated that she tested with this meter and compared it to another meter and received the following results: @ 10:26pm - this meter = 103mg/dl, other meter = 28 mg/dl, @ 10:36pm - this meter = 46mg/dl, other meter = 34mg/dl, @ 11:07pm - this meter=106mg/dl, other meter = 71mg/dl. A review of the system was conducted over the phone. The review indicated that the meter performed according to specifications. The customer was asked to return the meter for the further evaluation and a replacement was provided. The customer was invited to call with future questions/concerns.

Manufacturer narrative:
Upon receipts, performance testing was conducted. Testing determined that the meter performed according to specifications - the complaint could not be duplicated. This complains is considered closed for purposes of MDR.